Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the treatment for the event were not reported. At the time of this report, the patient was hospitalized for peritonitis (dates unspecified). No further information was provided regarding the outcome of the peritonitis event. Pd therapy was ongoing. No additional information is available.